Event description:
Posterior fossa cranioplasty between 3-4 cm squared, in less than 5cm squared. No closed suction drain. Titanium plates used next to defect site, but not in a supporting role for bonesource. Infection occurred between 2-3 weeks post-operatively.